Event description:
A patient was admitted to hospital after a fragment of a stent was visualized on chest xray in his right lower lobe pulmonary artery. The patient states that the stent was placed approximately 6 months ago in another hospital. Patient states he cannot remember the name of the hospital. Patient was transferred here for attempted percutaneous removal of the stent fragment. The percutaneous removal was unsuccessful despite multiple attempts due to the stent fragment being adherent to the vessel. Patient discharged home the following day in stable condition. By appearance of stent on chest xray, stent appears to be a bard luminexx stent. Manufacturer's rep. Was contacted and informed.